Event description:
It was stated that the consumer was hospitalized for high blood glucose levels. Troubleshooting revealed that the insulin pump was programmed correctly. No further troubleshooting was performed as the customer was not feeling well enough to continue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.